Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the user unable to issue medication. A technical support specialist recommended a solution to the customer's inquiry to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank es system was unable to issue a medication. The customer reported that the user was retrieve medication from another drawer. There were no adverse events or injuries reported based on this event.